Manufacturer narrative:
Section h3: evaluation summary is provided in section b5.

Event description:
Description of the event (from initial report): on (B)(6) 2021, iba detected that the scanning controller gateway (scgw) process was running on the test environment instead of the clinical environment (event recorded under iba ref pr (B)(4)). Event analysis showed that this configuration was present during two days of patient treatments. Impact of the event on the patients (from intial report): further analysis showed that the scanning controller setup files were identical in the test and clinical environments. Therefore, this event had no impact on patient treatments. Immediate action (from initial report): on (B)(6) 2021, the scgw process running on the test environment was completely shutdown and the clinical version was started, which resolved the issue. Evaluation summary (supplemental report): iba identified that initiating the startup of the clinical processes in the clinical environment is not prevented even if some test processes of the test environment are still running. This issue affects the proton therapy system software versions pts-8 before version pts-8.7.2. It may lead to situations where the system is using test processes without notifying the clinical user. If the versions of the processes are different between both environments, this could have an impact on patient treatments. For this reason, iba initiated a recall - urgent medical device correction (see recall report iba ref.121508 - no FDA reference received so far). Please refer to the recall report for additional details.

Event description:
Description of the event: on (B)(6) 2021, iba detected that the scanning controller gateway (scgw) process was running on the test environment instead of the clinical environment (event recorded under iba ref pr (B)(4)). Event analysis showed that this configuration was present during two days of patient treatments. Impact of the event on the patients: further analysis showed that the scanning controller setup files were identical in the test and clinical environments. Therefore, this event had no impact on patient treatments. Immediate action: on (B)(6) 2021, the scgw process running on the test environment was completely shutdown and the clinical version was started, which resolved the issue.